Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), lung disease, and reduced cardiopulmonary reserve. In addition, allegations of eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea/vomiting, and inflammatory response were also reported. Additionally, the device was returned to the third-party service center, there was no evidence of foam particle observed. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.